Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the response of the button was bad from the previous day and the low battery alarm on the insulin pump, they replaced the battery but the button did not respond at all even though the button was pressed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.